Event description:
The customer reported a collimator error. Further information was received from the field indicating that the system locked up and the collimator coned down. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hv cable was evaluated and replaced. The system was tested and found to be working as intended and returned to service.